Event description:
Boston scientific received information that this patient exhibited a heart rate in the 30 bpm range and as a result had a syncopal episode. A boston scientific sales representative (sr) interrogated the device and found normal function. The patient histograms were in the 50 bpm range and there were atrial rates never showed to go below 50 bpm. The arrhythmia logbook was empty showing normal device function. The patients physician has decided to continue monitoring patient as normal.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.